Manufacturer narrative:
The sample was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. It was unknown if the patient was hospitalized for the event. The cause of the event was unknown. One day after event onset, the patient started treatment with vanlid (1gm, stat, intraperitoneally) and tazopip (4.5gm, intravenously, twice daily). Treatment was ongoing. Pd therapy was ongoing. At the time of this report, the patient outcome was unknown. Additional information is not available.